Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The purpose of this submission is solely to provide a correction of serial# field. This is based on the result of additional information received from sales and service unit. #d4: previous serial#: (B)(6). Corrected serial#: (B)(6).

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, spring arm cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may cause contamination. The issue has been detected by the technician who was on site for another problem. He noticed the cover was missing and replaced it. Unit was returned to use. It was established that when the event occurred, the surgical light did not meet its specification as the cover was missing and it contributed to incident. In the time when the event occurred the device was not being used for patient treatment, as it was discovered during maintenance. The manufacturer¿s subject matter experts performed an investigation. The incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. The correction of b6 deems required. This is based on the internal evaluation. Previous b6 describe event or problem: on 5th april, 2021 getinge became aware of an issue with powerled surgical light. The spring arm's rear cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may cause contamination. Corrected b6 describve event or problem: on 21th april, 2021 getinge became aware of an issue with powerled surgical light. The spring arm's rear cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may cause contamination. The issue has been detected by the technician who was on site for another problem reported on 5th april 2021. He noticed lack of cover and replaced it. Unit was returned to use.

Event description:
On 21th april, 2021 getinge became aware of an issue with powerled surgical light. The spring arm's rear cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may cause contamination. The issue has been detected by the technician who was on site for another problem reported on 5th april 2021. He noticed lack of cover and replaced it. Unit was returned to use.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. The spring arm's rear cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may cause contamination.